Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a black screen. A field service engineer tested the power supply and confirmed to be functional. Communication cables were inspected and found to be in good condition. The issue was traced to half height drawer 4.1, which had a faulty controller. The controller cards were replaced, reconfigured, and firmware was updated. Upon attempting to add the drawer to the station, drawer 4 was missing in equipment services (es). Hardware test application (hta) was relaunched, and drawer 4.2 was visible, but 4.1 remained missing. The fse replaced the entire drawer with a customer-supplied unit. Fse tested drawer with test software and registered pharmacist inventoried the cubie pocket. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had black screen. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had black screen. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.